Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The blood glucose at the time of the incident was 436 mg/dl. The customer¿s current blood glucose level was 420 mg/dl. The customer also had blood glucose level 300 mg/dl. The customer changed the site and found that the cannula was bent. The drive support cap was normal. The insulin pump will not be returned for analysis.